Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited a high out of range. Pace impedance measurement greater than 2000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Stored device episodes were reviewed and there were no episodes containing noise. Boston scientific technical services (ts) explained to the boston scientific field representative that this appears to be a device header spring contact issue. Ts noted the issue does not appear to affect sensing and it would not device shock delivery. Ts suggested performing isometric representative subsequently indicated that noise could not be reproduced with any movement or pocket manipulation testing with the patient in the clinic, and all measurements were normal. The patient was noted to have ICD system implanted in the abdomen. Ts discussed the option of monitoring for any noise and if there is a noise, then consider replacing the device with a new device containing the enhanced header design, at the discretion of the physician. The products remain in service at this time. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).